Event description:
Caller reported false negative troponin I (tni) on triage cardiac panel compared to results on access. This is considered an adverse event because, patient did have a cardiac episode; was diagnosed with mi and admitted. Client uses >0.05 cut-off for tni. Patient values were run on access first and then meter. The sample draws were at the same time, different tubes. Meter sample was run with hama treatment and no change in results. No further patient information available.

Manufacturer narrative:
Customer did not return any sample or product. In-house samples (va) from biosite inventory were run on retains from lot w44502. Cardiac marker calibrator, cal h, was also run. Va samples were also run on the beckman access2. The following testing results were observed: no false negative results observed on va samples or cal h. All cal h data points were within 2sd. The device lot recovered tni at 91%. No flow issues or error codes observed. Review of data at pouch release for the device related that the device lot recovered tni within manufacturing specifications. Customer's complaint of false negative results on w44502 not confirmed.